Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were in specification, the control bar was not in the correct position and calibration was in at all readings. The control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350 - 2023 - 00725-1; 0001526350 - 2023 - 00727-1; 0001526350 - 2023 - 00728-1.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-0883106. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6) multiple MDR reports were filed for this event, please see associated reports: 0001526350 - 2023 - 00725 0001526350 - 2023 - 00727 0001526350 - 2023 - 00728.

Event description:
It was reported that during surgery the device was skipping while harvesting the skin. There was a 15-minute delay in the procedure due to the malfunction. The taken grafts were damaged and subsequently, additional unplanned grafts were taken. No additional consequences to the patient were reported. Due diligence is complete and there is no additional information available.